Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer's sensor readings are off from his blood glucose. Customer's blood glucose was 160 mg/dl, but his sensor reading was 88 mg/dl. Later in the day, customer's blood glucose was 195 and the sensor read 62 mg/dl. The device showed two calibration errors and a sensor error. Customer has worn the sensor for six days. Customer uses proper sensor methods. This issue has only occurred on the current sensor. It will be replaced. Nothing further reported.